Manufacturer narrative:
Continuation of medical devices: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2018, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 06-nov-2005, UDI#:(B)(4). Analysis of the pump identified corrosion and/or wear and/or lubrication in the gear train, as well as a stall due to shaft bearing and overinfusion with an undetermined root cause. Analysis of the catheter identified a hole in the catheter body caused by a deep abrasion. Evaluation conclusion codes and result code apply to the pump; conclusion code and result code applies to the catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study on (B)(6) 2018 regarding an implanted infusion pump. The indication for use was non-malignant pain. The pump was returned to the manufacturer without a complaint. No patient symptoms or complications were reported as a result of this event.